Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate measurements. No patient impact or consequences were reported.

Event description:
The customer reported inaccurate measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage or defects. The sensor passed continuity tests. No electrical short or open connection was detected, and no intermittent electrical short or open connection was detected when the sensor was manipulated. The sensor was able to obtain sphb, spmet, spo2, and pulse rate values. During comparison testing, the sensor provided values that were within specifications. The sensor was determined to be functioning as designed.